Event description:
Pt states that insulin is pouring out of infusion set tubing without pump recording the flow.

Manufacturer narrative:
Eval summary: two used devices and three unused devices were returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test. Unused devices: the unused devices were tested as the used devices. The membrane of the p-cap connector was humid on 1 sample, which also failed the p-cap connector vent test. The remaining 2 samples were found to be within specs. Reference samples: the reference material was tested and all samples were found to be within specs. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in 1 similar complaints for the involved lot number 8200974. No relevant deviations during mfg were recorded. (B) (4)